Event description:
Scrub nurse and surgeon had noted exeter bone plugs breaking on insertion to femoral canal. Scrub nurse kept implant stickers for broken plugs on each occasion. Another identical device was immediately available and the case was completed as originally planned.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.